Manufacturer narrative:
Device evaluation: medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top and bottom cases in excellent condition. Investigation unable to retrieve ehl due to power up issue. Visual inspection and power up process were performed. The customer reported problem was confirmed. According to the investigation, the pump main pc board no longer works properly as a result of normal wear. The pump is over 8 years old. Investigator replaced the pump main pc board and uploaded software from base unit (interconnect board) to top unit (main pc board). Power up process and self-test which passed. The problem source of the reported problem is normal wear (pump is over 8 years old).

Event description:
Information was received that upon power up of this smiths medical medfusion 4000 pump, the pump exhibited steady alarm and no display. No adverse effects were reported.